Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pace impedance measurements of greater than 3,000 ohms and loss of capture. The device was reprogrammed to right ventricular (rv) only pacing. The physician was going to continue to monitor. The device remains in service. No adverse patient effects were reported.